Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the left cup intact. Modular neck broke off at stem collar. Revised to avcos biomet modular stem. Biomet neck and head (50). Patient was walking at work and felt a snap-no trauma reported.